Manufacturer narrative:
Other, other text: one device and 5 pictures were returned for investigation. The detached pilot balloon was confirmed by visual and physical inspection. Root cause analysis found a manufacturing issue. All mitigations were confirmed and verified and the issue will continue to be monitored., corrected data: product code and common device name added.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. Report indicated during the use of the product, the customer noticed the pilot balloon was detached then the customer stopped using the product. No patient injury.